Event description:
Customer reports her husband was having a high blood glucose event. She attempted to use her meter and was not able to get the meter to work. Customer reports meter would not turn on while using the active system, so she called paramedics. Customer reports paramedics tested her husband's blood glucose with a result of 500mg/dl; was treated with insulin in an IV and taken to the hospital where he was admitted for 3 days. Customer reports her husband was out of it and could not speak at the time due to high blood glucose symptoms. No quality controls were run. A request was made for return of the suspect product and a replacement was sent.